Event description:
It was reported to gore that on (B)(6) 2026, the patient underwent emergency endovascular treatment for a ruptured abdominal aortic aneurysm using gore® molding & occlusion balloon catheter as an accessory device. After deployment of the stent graft, rupture of the balloon was confirmed when the mob, which had been used as an occlusion balloon, was withdrawn from the patient. The exact timing of the rupture was reported to be unknown. The procedure was subsequently continued using a non-gore balloon. Although blood transfusion was reported, it had been initiated preoperatively in response to the patient¿s aneurysm rupture. Thereafter, due to an increase in intra-abdominal pressure associated with aneurysm rupture, the procedure was converted to open surgery, and abdominal drainage was performed. The patient tolerated the procedure.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.